Event description:
A peritoneal dialysis patients wire reported that during the treatment the cycler indicated that the patient line was leaking. She removed the cassette and found out it was leaking and is not sure if solution was inside the cycler. There is no report of patient ill effect. The sample is not available for evaluation.